Event description:
It was reported that insulin gauge displayed amount different than expected, showing 0 units when caller expected about 130 units from prior cartridge load. There was no reported impact to the customer¿s blood glucose level. Caller resolved issue by loading new cartridge, accepted email with links to cartridge loading resources, and was instructed by technical support to call back for troubleshooting if issue occurred again, which caller acknowledged.